Event description:
It was identified that the customer's basal programming was unknown. The customer reported high blood glucose due to the incorrectly entered basal settings and the auto mode was warming up. The customer was assisted with the basal programming. Troubleshooting was performed. The customer's blood glucose at the time of the event was 300 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.